Event description:
It was reported that this pacemaker system exhibited functional undersensing and loss of capture (loc). The health care professional (hcp) requested assistance from technical services (ts) to evaluate recorded device data. It was noted that the presenting electrogram (egm) displayed functional undersensing of the patient's r waves. This appeared to have been due to the device programming failing to capture the patient's intrinsic threshold. Ts recommended further evaluation and device reprograming. This pacemaker remains in service. No adverse patient effects were reported.